Event description:
Related manufacturer reference number: 3006705815-2021-06141. It was reported the patient's leads migrated. The issue was confirmed via x-ray. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.